Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that today was tough for the trial patient and could not sit in the recovery bed. The patient started to cry and was hurting. The manufacturer¿s representative turned the stimulation up when they were lying down and once the they sat up it ¿was bad¿ for the stimulation as it was too high. It was advised the patient change to program 2 from program 1 where they noted the pain was not as bad. They left the setting on program 2. In addition, the trial patient reported they were not comfortable at all last night and noted it was their second bad experience. The patient felt that the ¿holes from the placement¿ were hurting more than the pain from the stimulation. They mentioned the pain in their back from the placement was starting to heal and did not hurt as much. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.